Manufacturer narrative:
Evaluation performed on retain sample. Two bad tears in the past week - tear on upper part of cuff. Batch and complaint records indicated no such problem with this order. The retain sample tracheal and bronchial cuffs were inflated and immersed in alcohol and water - no leakage was detected. The single wall thickness of the bronchial and tracheal cuffs was measured and were found to be within blueprint specifications. Cause: since no unit is being returned a comprehensive evalaution cannot take place into the cause of the complaint. Summary of analysis: quality: the returned unit did not cause injury to the pt. Non confirmed: the reported problem was not detected as no unit was returned. Non - justified: there is no evidence to suggest that the reported problem occurred in house. Corrective action / comment: all co's cuffed catheters undergo a four hour inflate/deflate test prior to packaing and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process. There has been no changes to the materials or blueprint specifications for both the bronchial or tracheal cuff over the past number of years.

Event description:
"7 bad cuffs in the past week. Tear on upper part of cuff. One pt required 5 tubes before found one w/o tear. They were not caught on teeth."